Manufacturer narrative:
The returned 00mlx light source is in used condition with physical damage to the turret. Damaged turret would lead to misalignment of the heat shield. The reported issue is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the xenon light source appears to have melted fiber optic cable and some burn tracks in wolf fiber optic plug in. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.